Event description:
Hearing performance with the device has been reportedly affected since 2018. There was no report of recent accident or trauma, however medical records indicated a trip to the emergency room in (B)(6) 2018 after the child fell and hit the back of her head requiring stitches. Recipient had only 4 available channels and has been advised to discontinue use of the device. The user was re-implanted with a cochlear device on (B)(6) 2020.